Event description:
During a coronary drug eluting stenting treatment procedure, a stent was damaged. The physician attempted to place a taxus express2 2.5x16mm drug eluting stent into an unk vessel. While pulling the stent through the lesion, the struts on the proximal end of the stent were lifted. No pt complications occurred. The procedure was completed with a different taxus stent.